Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported on issues with 2 of adc devices. The customer reported that the sensor ¿consistently provides blood glucose measurements that deviate significantly to finger stick/glucometer, each sensor is "off" to a different degree. Deviations are significant- sometimes reads "high" (up to 60 points above finger stick). Sometimes reads "low" (typically 20 points lower than finger stick). Resulting in both false highs and false lows. In some cases the sensor does not start at all, or only works for a few days.¿ no further details were reported and there was no report of an adverse event or third-party treatment due to the reported issues. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The date of event is unknown. The date entered in is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. 2 sensors (unknown, unknown) were reported in the user report and both have been captured in this MDR. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The date of event is unknown. The date entered in is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. 2 sensors (unknown, unknown) were reported in the user report and both have been captured in this MDR. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported on issues with 2 of adc devices. The customer reported that the sensor ¿consistently provides blood glucose measurements that deviate significantly to finger stick/glucometer, each sensor is "off" to a different degree. Deviations are significant- sometimes reads "high" (up to 60 points above finger stick). Sometimes reads "low" (typically 20 points lower than finger stick). Resulting in both false highs and false lows. In some cases the sensor does not start at all, or only works for a few days.¿ no further details were reported and there was no report of an adverse event or third-party treatment due to the reported issues. Based on the information provided, there was no report of serious injury associated with this event.